Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was not communicating. A field service engineer dispatch was cancelled due to the customer confirmed that the issue has been resolved by hospital it. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was experienced a communication failure. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.